Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a valvular issue that the surgeon was going to repair that had nothing to do with the lvad. However, the patient had struggled with a previously unreported driveline infection in the past (no active infection at the time of surgery) so the surgeon decided to exchange the pump to prevent any further infection in case the components were infected. On (B)(6) 2015 the the valve repair was performed and the pump was exchanged.

Manufacturer narrative:
No device-related issues were found during the evaluation of the lvad. A correlation between the device and the reported driveline infection could not be conclusively determined; however, the heartmate ii lvas instructions for use lists driveline infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the lvad revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or electrical shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values. The pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.